Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 1.6, lab: 6.0; (B)(6) 2013, 1.7, 2.4. On (B)(6) 2013: time between tests was unknown. On (B)(6) 2013: time between tests was minutes because the lab was done in the doctor's office. Therapeutic range: unknown. Patient went to the hospital on (B)(6) 2013, not in relation to the inratio reading, but due to other unnamed issues. That is when his inr was taken at 6.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.6, reference: 6.0, mean: 3.80, confidence limits: 1.4 - 4.2. Date: (B)(6) 2013, inratio: 1.7, reference: 2.4, mean: 2.05, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values from (B)(6) 2013 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot k288076. Results as follows: donor: 220, inratio: 2.7, 2.9, 2.8, reference: 2.76, bias threshold: 1.76 - 3.76, %cv: 3.57. Donor: 202, inratio: 2.6, 2.7, 2.7, reference: 2.65, bias threshold: 1.65 - 3.65, %cv: 2.17. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Conclusion: retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, 1 discrepant result complaint was reported for lot number k288076 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4)) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required as no product deficiency was established.